Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(4) need assistance on 8015 s/n (B)(4), can not transfer or received data set (drug library). I suggested to remote in so I can verify the settings and the process. We compare the good known device from the 8015 that is not transferring the data set. I found out that the firmware is not compatible from a good known device. Currently they have a v9.19 and the other device that is not working is v9.12. The device still on warranty, these are devices that could not locate during the previous upgrades. I recommend to craig to order a compact flash cards so he can upgrade the devices.